Event description:
During maintenance, the laser system had the following problem: touch screen not working, machine not switching on. We are unaware about delay on treatment or patient injury.

Manufacturer narrative:
The touch screen was replaced and the laser system restarted to work.